Manufacturer narrative:
The iol is implanted, therefore, it is not available for eval. In addition, the serial number or lot number of the iol were not provided. Therefore, a device history record review could not be performed.

Event description:
The consumer reports that he had cataract removal and crystalens implanted in the left eye. One day post operation, the pt informed the surgeon that the outer corner of his left eye felt swollen. The pt indicated on his two month post-operative office visit that he only sees a little better and his eye still feels swollen. The surgeon advised him to continue eye drops for two more weeks. Pt reports that as of (B)(6), 2011, he feels no improvement; patient also reports that his eyes feel dry/burn and straining and he sees more spots or shadows than before the procedure. Add'l info has been requested but has not been rec'd. Please reference MDR#: 2031924-2011-00101.